Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year, eight months, and seven days post a port placement, the catheter had allegedly found to be disconnected while removing the catheter. It was further reported that the part where the catheter was disconnected from the port main unit and catheter tip was removed, but end point had allegedly migrated into the patient's pulmonary artery, and so a radiologist recovered it angiographically. Reportedly, the catheter was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port attached to a groshong catheter in two segments were return for sample evaluations. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete circumferential break was noted to the distal end of the attached catheter and proximal end of the distal catheter segment. The edges of the break on the distal end of the attached catheter and proximal end of the distal catheter segment were noted to be even and surface was noted to be granular in one region and round and smooth in the other region. Upon infusion, thrombus was observed exiting at the catheter and catheter segment. Aspiration was attempted and were successful for both catheter and catheter segment. Therefore, the investigation is confirmed for the identified fracture, material separation, wear and deformation issue. However, the investigation is inconclusive for the reported disconnection and migration as provided evidence are not sufficient to confirm the issue. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year, eight months, and seven days post a port placement, the catheter had allegedly found to be disconnected while removing the catheter. It was further reported that the part where the catheter was disconnected from the port main unit and catheter tip was removed, but end point had allegedly migrated into the patient's pulmonary artery, and so a radiologist recovered it angiographically. Reportedly, the catheter was removed and replaced. The current status of the patient is unknown.